Event description:
Surgeon had his back to the patient. He was preparing the tibial targeter plate when the distal end broke. All pieces except for one small piece were recovered. X-rays were negative for a retained foreign body.